Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center presented an error e117 during set up. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in solid state drive (ssd), the traces of water, oxidation on water leak in solid state drive (ssd). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leak in solid state drive (ssd), error code e117 was displayed should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.